Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up where it was discovered that the patient¿s implantable cardioverter defibrillator had reflected several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead. Programming changes were made.